Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, date of implant (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator's (ICD's) discriminator (stability) withheld detection during ventricular tachycardia (vt)/ventricular fibrillation (vf). The ICD remains in use. No patient complications have been reported as a result of this event.